Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture and generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with an unspecified gel mentor breast implant and experienced bilateral rupture. The patient experienced brain fog, breast pain, neurological symptoms, gait is off and anxiety. As a result, the patient will undergo explantation on (B)(6) 2019. This medwatch is for the right breast implant.